Event description:
Synergy china registry: it was reported that angina occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the middle right coronary artery (rca) extending up to distal rca with 99% stenosis and was 71 mm long with a reference vessel diameter of 2.76 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 38 mm and 2.75 mm x 38 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. The next day, the subject was discharged on clopidogrel and other medications. In (B)(6) 2023, the subject was diagnosed with stable angina pectoris and the subject was hospitalized for further treatment. Medication was given to treat the event. Three days later, the event was considered to be recovered/resolved and the subject was discharged on clopidogrel and other medication.